Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported a loss of fluoroscopy x-ray functionality that required a system reboot to regain functionality. There is no report of patient injury associated with this event.